Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for the biopsy procedure, the device allegedly self activated. There was no patient contact.

Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. The device functioned properly under laboratory conditions, the needle passed the drop test and was able to prime, fire, and obtain samples without issue. An x-ray revealed incomplete tang engagement, and upon disassembly the left bumper was found bent within the device housing. Therefore, based upon the passed functional testing, the investigation is unconfirmed for the reported self-activation. The bent left bumper and out of specification cannula tang width likely contributed to the reported issue. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review:the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry 12/2020),

Event description:
It was reported that during preparation for the biopsy procedure, the device allegedly self activated. There was no patient contact.